Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide device referenced is filed under a separate medwatch MFR report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequently, a second proglide device was also received in the abbott lab. The device was returned with no blood in the device. There was blood visible on the device. There was no blood visible in the marker lumen. The suture was returned partially exposed from the guide tube. The posterior needle tip was ejected from the shank and was undisturbed. The customer was contacted and reported that the proglide device was used in the same procedure; however, no one at the user facility could remember the details of the case or the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The device was returned with a prematurely ejected posterior needle tip. The failure mode appears to be related to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.